Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited myopotential noise oversensing, causing an inappropriate electric shock. It was noted some episodes with oversensing no treated. Change the vector was recommended. Currently, this s-ICD system remains in service and no additional adverse patient effects were reported.